Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The reported symptom "low flow" was unable to be confirmed or reproduced during evaluation. The device was unable to be tested for flow rate accuracy due to a damaged 6 pin connector. Evaluation did find the downstream valve travel to be out of specification (low), but without confirmation or ability to reproduce the reported allegation this complaint will not be confirmed.

Event description:
It was reported that a spectrum pump experienced "low flow" (under infusion). It was also reported there was no patient injury.